Event description:
The tip of the solero probe broke off during an ablation procedure. The probe was initially placed at a different spot, and it was successfully used. Afterward we took the probe out to reposition it into another spot and after successfully placing it, we started the ablation. The treatment was halfway finished then an alert message came up asking to reposition the probe. Another quick scan was performed, and it was noticed that the tip of the probe was broken.